Event description:
It was reported that during a lap cholecystectomy procedure, the device jaws locked and would not open. They had to cut the tissue to remove the device. The site used a new device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.